Manufacturer narrative:
The explanted devices were not returned to the manufacturer for further investigation. Manufacturing records were reviewed and determined that all products associated with this event were manufactured, sterilised and packaged to the correct specifications at the time of manufacture. No deviation from the process or non conformity of product was observed on the manufacturing and sterilisation records of the products involved that would have caused the reported infection. Due to the length of time prior to infection - this can be considered a late stage infection which cannot be attributed to the implants.

Event description:
The patient was revised for hip due to infection. The liner, femoral head and femoral stem were removed.